Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to routine maintenance being performed, a troponin I precision test was outside of acceptable guidelines. The customer performed routine maintenance actions to the incubator subsystem to return the eciq system to expected performance. Following this routine maintenance, acceptable vitros tropi es performance was observed. There was no indication the vitros tropi es reagent in use malfunctioned. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. Therefore, it is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer reported obtaining non-reproducible, higher than expected; vitros tropi es results from a single patient sample and a known troponin I-free sample processed on a vitros eciq immunodiagnostic system. Patient: 0.07 ng/ml vs. <0.012 ng/ml. Troponin I-free sample: 0.066 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es patient result was reported outside the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result, as the physician questioned the result. It is unknown if a corrected report was issued. There was no reported allegation of patient harm. (B)(4).